Event description:
The distributor contacted animas on (B)(6) 2013 alleging patient experienced elevated blood glucose (bg) of 342 mg/dl without reported symptoms suggestive of hyperglycemia on (B)(6) 2013. This reported event does not meet animas¿ criteria of a reportable adverse event. The distributor alleged the pump experienced loss of prime four times in one day; however there is allegedly no entry in the pump history of these events. No further information was provided. This complaint is being reported because the alleged unexplained loss of prime issue remained unresolved with troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission 03/18/2014. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 02/28/2014 with the following findings: review of the black box data revealed loss of prime with non-zero force event recorded. No loss of prime occurred during investigational testing. The force sensor was evaluated and found to be calibrated within specifications. Loss of prime event was confirmed in the black box data but was not able to be duplicated during investigation.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.